Event description:
A physician reported that during the cataract surgery with intraocular lens implant procedure scratch was confirmed on the surface of the iol optic after implanting. Additional information has been requested and received stating post-implanted eye indicates a symptom of a wound around 2 o'clock.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The provided photos show an implanted iol. There appears to be a small piece of white particulate on the iol. The exact location of the particulate cannot be confirmed. Based on our observation of the attached photo, there is particulate on the iol. A definitive determination of the complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined, based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, after iol insertion, a vertical white opacity was observed on the left posterior surface of the iol. It was thought it was adhered material, hence irrigation and aspiration was performed. Transparent ball-shaped foreign material was observed on the backside of the intraocular lens. The shape of the foreign material did not change and remained the same. No effect on vision, no inflammatory findings.